Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer over-rode a correction bolus the pump had calculated and delivered a bolus that was too large to address blood glucose (bg) of 400 mg/dl. The contact could not give an exact value of how many units customer delivered or what the customer's bg lowered to. Subsequently, the customer was taken to urgent care where the customer received intravenous glucose as treatment to resolve the issue.